Event description:
It was reported that during implant the device exhibited oversensing of myopotentials. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.